Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump has moisture behind the display screen. Blood glucose reading at the time was 126 mg/dl. Buttons are unresponsive and digits are ramping without input. Advised that the insulin pump will be returned for analysis. Nothing further reported.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No button error alarm noted. No unexpected numbers ramping noted. Insulin pump had minor scratches on display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. Insulin pump had moisture damage on lcd board.